Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: pressure and flow controls were checked prior usage. Initially a tidal volume of 14ml was reached. The ventilator device intermittent alarmed and stopped during this alarm with ventilating for 5-10 seconds. In CT this happened every 10-20 seconds. The decision was made to take the ventilator out of use. This occurrence was noticed during ventilation of a neonatal patient (2.1kg, 4 weeks old). The alarm was observable both visually and through hearing. The device intermitted alarmed for "exhalation obstruction" and for "low minute volume". The device log files do not show any technical failures nor technical events (tf/te). Patient involvement was reported. This event occurred during ventilation of a neonatal patient. There was need for medical intervention reported. The patient was moved to another ventilator. Neither delay in treatment nor harm to user or third party has been reported. There is harm with low severity to the patient reported but that is not further explained. The investigation is still ongoing.

Event description:
- Pressure and flow controls were checked prior usage. Initially a tidal volume of 14ml was reached. The ventilator device intermittent alarmed and stopped during this alarm with ventilating for 5-10 seconds. In CT this happened every 10-20 seconds. The decision was made to take the ventilator out of use. - this occurrence was noticed during ventilation of a neonatal patient (2.1kg, 4 weeks old). - the alarm was observable both visually and through hearing. The device intermitted alarmed for "exhalation obstruction" and for "low minute volume". - the device log files do not show any technical failures nor technical events (tf/te). - patient involvement was reported. This event occurred during ventilation of a neonatal patient. - there was need for medical intervention reported. The patient was moved to another ventilator. - neither delay in treatment nor harm to user or third party has been reported. There is harm with low severity to the patient reported but that is not further explained. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 were updated with full UDI information as requested.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. A detailed investigation was performed by an expert from the technical service: the root cause of the "exhalation obstructed alarm" event could not be determined. Several attempts were made to obtain information regarding a resolution of the reported event, and it remains unknown if the issue was resolved and did not reoccur. The complaint may be reevaluated if additional information is received. It was reported that hospital engineers ran the device with test setup and lung for 2 hours with the same settings with no issue. The inquiry with the mechanical engineer of taskm-5292 supports the hospital engineer's thoughts and raises the following scenario: "the alarm on the beginning of the (B)(6) 2023 could be that no expiratory valve was seated in the ventilator when in neonatal mode and no expiratory valve is inserted the alarm "wrong expiratory valve" occurs. This is due to the fact, that the switch in the ventilator is not pressed. As soon as a neo expiratory valve is inserted, the alarm will disappear. During ventilation it could have been that the expiratory valve was taken out of the ventilator and re-seated. This could have triggered the alarm. The case was assessed reportable since the user had to exchange the ventilator.

Event description:
The following was reported to hamilton medical ag: pressure and flow controls were checked prior usage. Initially a tidal volume of 14ml was reached. The ventilator device intermittent alarmed and stopped during this alarm with ventilating for 5-10 seconds. In CT this happened every 10-20 seconds. The decision was made to take the ventilator out of use. This occurrence was noticed during ventilation of a neonatal patient (2.1kg, 4 weeks old). The alarm was observable both visually and through hearing. The device intermitted alarmed for "exhalation obstruction" and for "low minute volume". The device log files do not show any technical failures nor technical events (tf/te). Patient involvement was reported. This event occurred during ventilation of a neonatal patient. There was need for medical intervention reported. The patient was moved to another ventilator. Neither delay in treatment nor harm to user or third party has been reported. There is harm with low severity to the patient reported but that is not further explained. The investigation is still ongoing.